Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) and fentanyl via an implantable pump for unknown indications for use. It was reported that  the patient was having a lot of problems with the doctors and the pumps. It was noted the patient was not feeling good and could not stand up or walk. Patient mentioned that his legs blew up and were purple, black and blue. It was noted he's been falling a lot and wondered about getting a lawyer and requested help with that. The patient told the healthcare provider (hcp) for months he wanted to get the device taken out. It was also reported they possibly put in hydromorphone in the pump in the past. The patient was redirected to their healthcare provider to further address the issue. The patient reported he would rather be dead than dealing with what he has to deal with. The patient later reported hanging self. Agent offered to connect the patient with the suicide prevention but the patient declined and stated they would call back if they needed further assistance. It was noted the patient was tired and mentioned not sleeping much so declined. Agent advised to call back if he does need any help with resources.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.